Event description:
Information received indicates the brake could not be engaged from the foot end of the stretcher.

Manufacturer narrative:
The technician found the foot end brake linkage was broken from wear. The technician replaced the linkage to repair the stretcher.